Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.0, lab: 3.74. Date: (B)(6)2010, inratio: 4.3. Technical services reviewed finger stick technique and found client was wiping the first drop of blood and using the second drop. Customer ran meter and lab results within 30 minutes of each other. A re-test was run on (B)(6)2010.